Manufacturer narrative:
Implant date: july 2022. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -7.5/1.0/70 (sphere/cylinder/axis) was implanted into the patient's left eye (os) in july of 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown. The reporter stated " we speculate that the reason for the high vault was due to incorrect lens size selection."